Manufacturer narrative:
No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of vomiting as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could results from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon replacement: caution: a larger initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Device labeling addresses the reported event of displacement as follows: esophageal obstruction. Once the balloon has been inflated in the stomach, the balloon could be pushed back into the esophagus. If this occurs, surgery or endoscopic removal could be required.

Event description:
Patient reported ¿balloon has displaced,¿ and vomiting. An endoscopy was performed to adjust the device and medication was used to treat the events. Device remains implanted.